Manufacturer narrative:
The exact event onset date is unknown. The provided event date of (B)(6) 2008 was chosen as a best estimate based on the date of the first revision surgery. This event was reported by the patient's legal representation. The implant surgery was performed by: dr. (B)(6). (B)(6) medical center. (B)(6). (B)(4). The complaint device is not expected to be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that the patient was diagnosed with symptomatic cystocele and stress urinary incontinence. On (B)(6) 2005, she was implanted with a lynx suprapubic mid-urethral sling system during an anterior colporrhaphy, pubovaginal sling and cystoscopy procedure under general anesthesia. The patient tolerated the procedure well and was in stable condition. On (B)(6) 2008, the patient underwent excision of pubovaginal sling due to sling erosion, pelvic pain and urinary tract infection.